Manufacturer narrative:
A ge service representative performed an on site investigation. The camera and high voltage cable were replaced during the service call.

Event description:
The customer reported that the 9600 system would not work. No pt injury was reported.